Event description:
The needle infusion sets had three problems. The set I used two weeks ago and a leak in the tubing to the needle and after I covered the injection sites (six of them) and started the pump, the medicine spurted out (and not in me). I did not get my therapeutic dose of the very expensive medicine. In the infusions this week, the needles were bent at a forty-five degree angle to the butterfly and could not be inserted until I straightened them using a sterile pad. All of the needles in this lot were extremely dull so no lubricant was applied. Note I worked for a few years with bd - a hypodermic needle manufacturer. From that experience, I strongly suspect the supplier changed manufacturers or facilities in china where these are assembled since I've not had problems in the two years of weekly infusions using these needles.